Manufacturer narrative:
Additional information: b3: event date. Additional information was received that confirmed the event date as 4/21/2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the dialysate pump segment was perforated near the set support plate, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex st150 set during set up. There was no patient involvement. No additional information is available.